Event description:
On (B)(6), an amazon customer commented that the product was false negative: customer took the test and it said negative. The reporter went to doctor the next day and took a test there and it was positive. The reporter said not to believe a negative result. Importer comments: there was an insufficient information to identify the problem. Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.